Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected 14months ago in the chin with juvéderm® volux¿ and 6months ago with harmonyca¿, and patient experienced non-device related "fever and odynophagia", told it's mononucleosis and was treated with cs (corticosteroids) resolves and is discharged. A few days later, "an outbreak of (non-device related) palmoplantar psoriasis occurs and begins with an abscess in the mandibular area." In the admission analysis >16000 leucocytes. Because of their work, is on an oceanographic ship, but does not come into contact with possible bacteria in the laboratory. "Has 2 abscesses on the chin (very inflamed) and one in each jaw. Area treated with volux and/or harmonyca. In tests for a possible diagnosis of suppurative hydradenitis (pending biopsy result). Treatment included oral clarithromycin, ciprofloxacin. Symptoms ongoing/unresolved. This record relates to juvéderm® volux¿.